Event description:
It was reported that the pump's ubs port was damaged, and the battery was unable to charge the pump, leading to the pump shutting off. Reportedly, the customer reverted to an alternate method for insulin therapy.